Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reer1092 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the PICC line kinked at 5cm and 7cm while indwelling in patient. Clinician feels the line kinked during insertion or an rn pulled the line out and pushed it back in causing it to kink a new device was replaced. Dvt in patient's right arm were observed. Additional information received 9/2/2020: statlock securement was used. Patient being treated for acute diabetic issue/fluid overload. Clinician believes dvt developed in relation to the PICC insertion/use. The patient developed swelling and bruising in the rue. A doppler ultrasound was used to diagnose the dvt. Patient is to be sent home on hospice. Treatment information for the dvt was requested but not provided.